Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06050 and 2134265-2018-06052; it was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous brachiocephalic artery. The procedure was performed to maintain patency of the left subclavian artery (lsa) in the shunt of the patient's left arm. After zone 2 landing of the stent graft (sg), it was punctured using a non-bsc needle through the lsa and fenestration was performed with several balloon catheters. A 4.0mmx20mmx80cm sterling¿ balloon catheter was advanced for dilatation; however, during first inflation, the balloon ruptured. It was replaced with a 4.0mmx40mmx135cm sterling¿ balloon catheter but it also ruptured during the first inflation. Another 8.0mmx20mmx80cm sterling¿ balloon catheter was advanced but it also ruptured during the first inflation. Subsequently, a 5.0 x 40 135cm mustang¿ balloon catheter was advanced; however, during the first inflation, the balloon also ruptured. It was noted that there were several barbs that prevented the sg migration near the puncture hole. Whenever the balloons were inflated, the balloon ruptured after it came in contact with the barb. The ruptured balloons were completely removed and dilatation of the puncture hole was discontinued. The approach was changed to the chimney method in which an express ld stent was placed from outside the subclavian artery, followed by a non-bsc stent. The procedure was completed after retaining the back of the lsa. No patient complications were reported and the patient's status was stable. However, device analysis completed on 05-jul-2018 revealed the 5.0 x 40 135cm mustang¿ balloon had not ruptured and was able to be successfully inflated three times with no leak or drop in pressure.

Event description:
Same case as MDR ID: 2134265-2018-06050 and 2134265-2018-06052. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous brachiocephalic artery. The procedure was performed to maintain patency of the left subclavian artery (lsa) in the shunt of the patient's left arm. After zone 2 landing of the stent graft (sg), it was punctured using a non-bsc needle through the lsa and fenestration was performed with several balloon catheters. A 4.0mmx20mmx80cm sterling balloon catheter was advanced for dilatation; however, during first inflation, the balloon ruptured. It was replaced with a 4.0mmx40mmx135cm sterling balloon catheter but it also ruptured during the first inflation. Another 8.0mmx20mmx80cm sterling balloon catheter was advanced but it also ruptured during the first inflation. Subsequently, a 5.0 x 40 135cm mustang balloon catheter was advanced; however, during the first inflation, the balloon also ruptured. It was noted that there were several barbs that prevented the sg migration near the puncture hole. Whenever the balloons were inflated, the balloon ruptured after it came in contact with the barb. The ruptured balloons were completely removed and dilatation of the puncture hole was discontinued. The approach was changed to the chimney method in which an express ld stent was placed from outside the subclavian artery, followed by a non-bsc stent. The procedure was completed after retaining the back of the lsa. No patient complications were reported and the patient's status was stable. However, device analysis completed on (B)(6) 2018 revealed the 5.0 x 40 135cm mustang balloon had not ruptured and was able to be successfully inflated three times with no leak or drop in pressure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 20mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).